Event description:
The doctor reported that an unknown abutment screw fractured on (B)(6) 2017. The patient opted to have implant removed with screw still inside on (B)(6) 2017. The site was grafted and to be considered for future implant placement.

Manufacturer narrative:
One tapered screw-vent implant was returned for inspection. A visual inspection revealed that an unknown fractured screw was stuck in the implant drive feature. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems (4894i rev 3-07/09). Breakage implant and abutment fractures can occur when applied loads exceed the normal functional. Design tolerances of the implant components. Potential overloading conditions may result from significant bone loss (e.g. >3mm), deficiencies in implant numbers, lengths and/or diameters to adequately support a restoration, excessive cantilever length, incomplete abutment seating, abutment angles greater than 30 degrees, occlusal interferences causing excessive lateral forces, patient parafunction (e.g. Bruxing clenching), loss or changes in dentition or functionality, improper casting procedures, inadequate prosthesis fit, and physical trauma. Additional treatment may be necessary when any of the above conditions are present to reduce the possibility of breakage. Asingular cause for the complaint could not be determined.